Manufacturer narrative:
(B)(4). Yielded jaws. The er320 device was returned partially cycled with a clip in the jaws; the clip was removed and the cycle was completed; the device fed one clip and it was removed from the jaws in order to measure jaws width; upon measuring they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were fed and formed as intended; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure the doctor reported that the clips were malformed during application with the legs crossing each other. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.